Event description:
Device malfunction: poor wall apposition of the stent. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during a right internal carotid artery stenting procedure, there was poor wall apposition of the xact stent in the carotid artery after deployment. A second xact stent was deployed successfully to overlap the first stent. There were no reported pt adverse effects. Although requested, there is no additional info available.

Manufacturer narrative:
Study event. Poor wall apposition. H3, h6: the stent remains in the pt. The stent delivery system was not returned and no images were available for review. No root cause could be determined for the poor stent to vessel wall apposition, however, the available evidence does not suggest that the device malfunctioned. It may be possible that calcification could have contributed to the reported event. Review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint.